Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarification of the initial description - in (B)(6) 2021 in the vascular radiology room, when performing of a suture, the thread pulled off from the needle. It was necessary to change the thread in order to perform the suture. In the declaration, the customer report that this is the only issue of this type reported for this device. Please provide procedure name bliary drainage. Please clarify if there were any adverse patient consequences due to this events? No patient consequences. The needles could always be withdrawn in the correct direction of the gesture (allowing the realization of the stitch) or by withdrawing them. Consequences: need for repunction. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a biliary drainage procedure on (B)(6) 2021 and suture was used. During the procedure, the thread pulled off from the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.